Manufacturer narrative:
The na electrode lot number is v6728. The k electrode lot number is f3842. The expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and was unable to determine the specific cause of the event, but noted that the event was consistent with a sipper probe misalignment. He then centered the sipper and vacuum nozzle inside the dilution vessel. He performed a 40-cup precision check on the two systems with acceptable results. Calibrations and qcs were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial results were reported outside of the laboratory. The physician questioned high results prompting the rerun of the patient sample on another cobas pro ise analytical unit. The initial na result from the analyzer was 155 mmol/l. The repeat result from the other analyzer was 138 mmol/l. The initial k result from the analyzer was 5.15 mmol/l. The repeat result from the other analyzer was 4.29 mmol/l. The repeat results were deemed correct.